Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 85% stenosed and de novo lesion was located in the severely calcified and moderately angulated circumflex (cx) artery. Vascular access was obtained through the femoral artery. The rotalink plus guide wire advanced to the target lesion with minimal resistance and upon attempting to ablate the lesion with a 1.5mm burr, the guide wire fractured at approximately 1 cmm proximal to the spring tip perforating a vessel. The physician aborted the procedure and attempted unsuccessfully to snare the guide wire using two guide wires. The detached guide wire was pushed distal and remained in the collateral artery in the attempt to snare it and a covered stent was implanted to seal the perforation. It was reported that the physician felt comfortable leaving the guide wire in the collateral artery. The procedure was aborted because of this incident. No further complications or injuries were reported. The patient status was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Product was determined to be a rotawire guide wire and not a rotalink plus.

Manufacturer narrative:
Conclusion results, device evaluated by MFR. (B)(4)